Manufacturer narrative:
The likely cause of the reported balloon loss of pressure and subsequent detachment of balloon or catheter component is due to patient calcium. As noted in the event description, the sharp calcium may have caused the balloon to rip and, upon withdrawal, detach. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5 ivl catheter was used to treat an iliac artery. A balloon loss of pressure was encountered after the first cycle of pulses at 2 atmospheres. Upon removal of the ivl catheter, it was observed that a part of the balloon was detached inside of the patient. The detached portion of the balloon was pinned between the stent and the iliac to prevent movement. The physician believes that the shelf of calcium may have caught the balloon upon withdrawal causing the partial balloon detachment. To date, no patient sequelae has been reported.